Event description:
The stent was being used at the distal end of another stent, however, upon inflation the stent came off the stent delivery system (sds) distally into an unintended area of the vessel. A balloon catheter was used to completely deploy the stent at the unintended location. It is unknown how the intended site was treated.